Event description:
A customer reported experiencing a cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer through the process. After performing the pump reset, the error code did not reappear, and the customer successfully started their sensor session.